Event description:
It was reported by the foreign distributor that the patient previously experienced an increase in seizures shortly after vns implantation resulting in hospitalization. The patient's vns stimulation was not on at that time and the vns was enabled as intervention for the seizures. Recent vns diagnostics were noted as normal. The cause of the increased seizures following surgery and prior to stimulation being enabled is unknown. Attempts for further information are in progress.

Event description:
Additional information was received on (B)(6) 2012. The increase in seizures following initial implant is attributed to stimulation. No causal or contributory medication changes or other external factors preceded the onset of the increase in seizures. The patient was hospitalized for an increase in seizures seven to ten days after the implant. The device was programmed on during the hospitalization as an intervention.

Event description:
The patient was hospitalized in (B)(6) 2012, due to new convulsions. The patient's settings were increased as an intervention. On (B)(6) 2012, the patient was reported to be doing well. System diagnostics from (B)(6) 2012 were provided on (B)(6) 2012 and were within normal limits. Surgery is no longer likely as the as the diagnostics were within normal limits. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.

Manufacturer narrative:
Event description, corrected data: previously submitted MDR omitted information regarding an increase in seizures. This event...